Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the introducer/dilator bunch/ shredding when attempting to insert.

Event description:
It was reported that the introducer/dilator bunch/shredding when attempting to insert.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the sheath was bunching during insertion was confirmed and the damage appeared to be associated with a supplier related issue. One 4.5fr galt introducer was returned for investigation. Damage was observed along a portion of the distal edge of the sheath. The sheath material was pushed inwards at two points at the distal tip of the sheath tip. The edge at the distal end of the sheath did not exhibit a formed transition. The blunt edge may have contributed to the deformation that occurred during insertion. The manufacturing facility was notified of this complaint. Reynosa evaluation: complaint due to ¿bunch/shredding introducer sheath¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual performed at vad lab it was concluded that the gray distal end sheath was found to be damaged on its radius tip causing difficulty to advance into the patient while using. This kind of defect could be caused during the forming sheath tip process at supplier facility. Therefore, the cause of this condition is supplier related. An incident report was issued to notify our supplier about this issue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.